Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: no product returned, why unable to determine exact reason for difficulties encountered; the filter "got just inside hemostatic valve" and an "obstruction" was felt and the filter introducer could not be advanced any further. After discussing this issue with technician, it is possible that if the physician advanced the femoral filter not completely one-sidely or not straight inside the hub, the grasping hook can be caught somewhere inside the hub, causing the filter to get caught. This is not confirmed as a cause, however, notification e-mail sent to relevant persons. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: femoral approach. The introducer was in position. When the doctor put the filter through the haemostatic valve it would not advance any further than where the haemostatic valve and the introducer are connected. The dr felt that there was an obstruction preventing the filter from advancing any further. The dr could not advance the filter any further but could also not remove it easily as the secondary legs became stuck in the haemostatic valve. The introducer and filter were removed and the patient is having a ivc filter placed today because they did not have a second device on the shelf. Patient outcome: no adverse effects on the patient were reported to have occurred due to this event.